Manufacturer narrative:
Health professional ¿ (blank) and occupation ¿ no information provided. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the coupler was damaged, and the device failed the water leak test. There was no patient involvement.